Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred almost immediately after a patient¿s hemodialysis (hd) treatment. The rn reported a crack was noted at the head of the dialyzer. The machine, a fresenius 2008k, did not produce any alarms. No other visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, treatment was immediately stopped and the patient¿s blood was returned. The estimated blood loss (ebl) was less than 5 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot number was returned for evaluation. There was no damage or irregularities noted on the sample. During a laboratory leak test, no external leak was detected on the sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses two cracked dialyzers (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (B)(4) (vision systems) and (B)(4) (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred almost immediately after a patient¿s hemodialysis (hd) treatment. The rn reported a crack was noted at the head of the dialyzer. The machine, a fresenius 2008k, did not produce any alarms. No other visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, treatment was immediately stopped and the patient¿s blood was returned. The estimated blood loss (ebl) was less than 5 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred almost immediately after a patient¿s hemodialysis (hd) treatment. The rn reported a crack was noted at the head of the dialyzer. The machine, a fresenius 2008k, did not produce any alarms. No other visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the blood leak was identified, treatment was immediately stopped and the patient¿s blood was returned. The estimated blood loss (ebl) was less than 5 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on the same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.